Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the blade did not function properly. Another device was used to complete the procedure with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. Upon evaluation, the returned blade failed the sharpness test with an average breaking force. The blade is now dull and would not cut any more. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.